Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 584 mg/dl. A correction bolus was delivered to address the high bg. The customer was unsure of the suspected cause of the high bg; however, thought it may be due to consuming dinner and not adequately bolusing for the meal. The customer declined any troubleshooting, tandem technical support advised the customer to discuss the elevated blood glucose level with a healthcare provider.